Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a separated rubber stopper from the injection port. The reported condition was verified. The cause of the condition was determined to be handling by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper of an empty intravia container came completely off the port. It was further reported that this happened upon removal of the needle from the rubber stopper in the injection port. This issue was identified after injecting labetalol. There was no patient involvement. No additional information is available.